Event description:
Unreported as device is not PMA approved.

Event description:
Patient reported rupture, anxiety and ¿left axillary cave there are some lymph node formations characterized by hyperintensity in the "silicone only" sequence, is moreover it can be possible expression of siliconoma¿ and ¿another suspicious siliconoma formation noticeable in the upper left mediastinal location¿ confirmed by ultrasound, and ¿left axillary cave there are some lymph node formations characterized by hyperintensity in the "silicone only" sequence, is moreover it can be possible expression of siliconoma¿, and ¿another suspicious siliconoma formation noticeable in the upper left mediastinal location¿. This record relates to left side. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture is showed by linguine sign¿; ¿left axillary cave there are some lymph node formations characterized by hyperintensity in the "silicone only" sequence, is moreover it can be possible expression of siliconoma¿; ¿left axillary cave there are some lymph node formations characterized by hyperintensity in the "silicone only" sequence, is moreover it can be possible expression of siliconoma."